Event description:
It was reported that during a percutaneous tranoluminal coronary angioplasty procedure, the dilation catheter after easily inflating, would not deflate. A syringe was used to apply negative pressure, but it took 3 minutes before the dilatation catheter would fully deflate. The pt remained stable during this time.